Event description:
During evaluation of a returned spectrum infusion pump, the device had no audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device received incoming device evaluation assessment (idea). Visual inspection of the device revealed the rear case flex was loose. The device failed idea testing due to no audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be failed rear case, which will be replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.